Event description:
The customer contacted stryker to report their device would not analyze the rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved did not survive however it is unknown if the device caused or contributed. Another device was used.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer has received a replacement device. A clinical review was completed and there is insufficient information available to determine if the device contributed to the patient outcome.

Manufacturer narrative:
Stryker evaluated the device and was able to verify the reported issue through review of the software logs. Investigation found the electrode tray was not deployed properly, the red loops were not pulled on the electrode pads. Use error was determined to be the cause of the reported issue.

Event description:
The customer contacted stryker to report their device would not analyze the rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved did not survive however it is unknown if the device caused or contributed. Another device was used.